Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a true ventricular fibrillation episode and the right ventricular lead attempted to shock, but failed to do so on the first try. A second shock was attempted and was successful. The right ventricular lead coil impedance was measured at less than 10 ohms. The superior vena cava coil was programmed off. No further information was available.